Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted into emergency room and were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was unknown at the time of event. Customer reported that they had symptoms such as vomiting and had diarrhea. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.